Manufacturer narrative:
No patient code available for striae the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed flap striae on the left eye (os) at 1 day post op exam. The surgery center indicated the patient had touched the left eye with the tip of an artificial tear vial after the surgery was performed. The patient¿s chief complaint was hazy vision in the left eye, no pain or discomfort. The patient¿s commented that visual acuity was good but os seemed hazier than the right eye (od). The flap was lifted and rinsed to resolve the striae. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 2.25 x -3.50 x 0; left eye pre-op 20/20 4.00 x -4.50 x 0.